Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was emitting tones and displayed code 1003, indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed and data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. No adverse patient effects were reported.